Event description:
In 2009, pt reported elevated blood glucose levels (245 mg/dl - 408 mg/dl), and insulin in the cartridge compartment of the insulin infusion device. Pt attempted to correct the elevated blood glucose readings via insulin injections, boluses via insulin infusion device and increase of total basal rate. Pt did not notice any issues with the cartridge. Pt performs cartridge change correctly. Pt was advised to switch to the back up insulin infusion device. The next day, during f/u pt stated since she switched to the back up infusion device her blood glucose levels are better. The pt did not require medical assistance from a health care professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.